Manufacturer narrative:
Exemption letter e2013012 alma ltd. (Manufacturer) is submitting this report on behalf of alma inc. (Importer) . As stated before reasonable attempts were made by alma to collect pertinent information from the customer. The facility did not cooperate in spite of alma good faith efforts. Consequently alma was also not able to determine patient' s actual injury extent and any other information pertinent to this report. Should any additional information be provided by the spa, alma ltd will file a follow-up report(s) with FDA. An initial examination of the subject device was performed at alma inc. Concluding that the hand piece was not blown up or exploded as alleged by the customer. However the investigation did confirm a cracked sapphire window potentially by a physical impact such as drop. If used in this condition then hand piece can most definitely burn the patients and/or cause other unwanted adverse reactions. Misuse of the device seems like the possible root cause of the adverse event. The hand piece is to be repaired before sending it back to the field.

Event description:
The alleged complaint stated that the diode hand piece used for hair removal blew up on patient's back after 10-15 minutes of use. Also that the patient sustained burn marks on his back. Reasonable attempts were made by clinical and regulatory personnel via phone calls and emails to obtain pertinent information to complete an adverse event report and to assess the extent of injury. The facility did not cooperate in providing adverse event data however did send the hand piece for servicing and repair. The absence of adequate data led to delay in reporting of this incident. At this time we do not know if the injury is permanent or not but in good faith efforts alma is reporting this to FDA.